Event description:
Caller states that a patient reportedly received the following results on a meter, compared to lab results, within 10 minutes: 127 mg/dl (unspecified inform meter) and 450 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, however, reporter indicates she does not have it and it is unlikely she will obtain it. A replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.